Event description:
It was reported that the pulse generator exhibited inappropriate measured battery data. The device was explanted, replaced, and returned for analysis.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The complaint could not be reproduced. The pulse generator exhibited normal pre-eri characteristics.